Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported the customer had physical damage to their insulin pump. Customer stated there was cracks on the screen and around the reservoir compartment. The customer's blood glucose was 194 mg/dl. The customer stated weather may be the cause of the damage to their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.